Event description:
On 6/9/97 a female pt in ICU had an initial digoxin result of 6:1 nm/l or 4.76 ng/ml. The specimen was lipemic. A reassay of this sample after centrifuging and harvesting a less lipemic portion, resulted in a value of 2.2 nm/l (1.72 ng/ml). A reassay using the lipid-rich phase, confirmed the initial value.

Manufacturer narrative:
Additional info indicates the pt was in intensive care for acute pyelonephritis. She was treated with endolipids 20% at 1:30 pm and at 2:30 pm blood draws were done. Code 81: no reagents or calibrators were returned. Investigation summary: the pt sample was highly lipemic, due to infusion of an intravenous fat emulsion prior to drawing a sample for determination of digoxin. The initial sample did not conform with the package insert recommendation concerning centrifugation to obtain a clear supernatant. The hospital performed the proper study to resolve the initial high digoxin result. Adequate centrifugation of the sample provided a more realistic digoxin concentration. It appears that digoxin, a hydrophobic molecule, has the potential to concentrate in lipid globules, and then be carried through the tdx/tdxflx digoxin assay following the pre-treatment step. The use of IV fat emulsion finds more extensive application in europe compared to north america and japan. The situation with this pt appears to be an infrequent, if not rare occurrence. Review of trend analysis showed no adverse trends. The device history record review showed all specifications were met. No corrective action is required. This is the final report.